Event description:
Olympus was informed that during a therapeutic transurethral resection procedure, damage was observed on the inner sleeve and an unidentified foreign object was found in the bladder. The foreign object was removed with biopsy forceps without any complications and the procedure was cancelled. There was unclear information as to whether there was any urethral damage associated with this report.

Manufacturer narrative:
Olympus followed up with the original reporter in attempt to obtain additional information regarding the report, but received no additional information regarding this matter. The whereabouts of the device are not known. The device reference in this report was not returned to olympus for evaluation. Review of the complaint system identified no similar reports associated with the lot number reference in this report. The exact cause of the user's report could not be conclusively determined at this time. However, olympus will continue to follow up with the original reporter of this event and if additional and significant information is received, a supplemental report will follow. Olympus america inc. Is filing mdrs on behalf of gyrus acmi and olympus medical systems corp. Gyrus acmi registration numbers (B)(4). (B)(4). This is being submitted as a medical device report in abundance of caution.